Event description:
The report received from the affiliate indicated that pci was being performed on a 90% occluded lesion in the proximal left circumflex that was heavily calcified and highly tortuous. The lesion was pre-dilated with an unknown 2.5mm balloon and a 3.5x18mm cypher stent was delivered to the target lesion, but it would not cross the target lesion. Therefore, pre-dilation was conducted with the same balloon again, and the cypher was redelivered, but it did not cross the target lesion. The physician confirmed the stent to be flared at the distal end. Eventually, pre-dilatation with a high-pressure balloon was conducted and a different stent (taxus) was implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices, as the us distributed cypher sirolimus drug-eluting stent. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.